Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset was confirmed in the laboratory. The device was detected in backup vvi mode due to a power on reset. Device function was tested on the automated test equipment and all tests were normal. The cause of the power on reset was undetermined.

Event description:
It was reported that the patient presented to the ER after receiving shocks. The device was found in bvvi mode. The device was explanted and replaced.